Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after waking to an alert indicating that glucose was falling quickly while the insulin pump displayed three lines instead of a blood glucose value. The patient reported consuming a glucose tablet prior to calling support. Upon assessment, the patient stated that she did not feel symptoms consistent with low blood glucose. Education was provided regarding the possibility of a compression low due to sleeping position, and the patient was advised to obtain a fingerstick blood glucose reading; however, the patient was unable to locate the testing supplies. After several minutes, the pump received a blood glucose reading of 198 mg/dl. The patient was advised to continue monitoring glucose levels and to contact support again if additional assistance was needed. The patient was using a dexcom g7 sensor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.